Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Event description:
According to the available information in the medwatch report [mw5154354], it was reported that the patient underwent surgery due to unspecified reasons. The patient had a coloplast penile prothesis removed and replaced with a new spectra penile prothesis.